Manufacturer narrative:
The investigation is currently ongoing. A follow-up report will be send as soon as the investigation is closed.

Event description:
It was reported: "ventilator prepared for new admission. All tests performed as standard and passed. Patient arrived from a+e and attached to new ventilator. Immediately stated error with flow sensor but then disappeared. This had passed in the test performed prior to patient arrival. Ventilator then did not ventilate correctly and kept stating '?' Before tidal volume and minute volume. Ventilator removed and sent to technicians for thorough testing." No injury, harm or adverse outcome for the patient.

Manufacturer narrative:
For the investigation the provided flowsensor cable and the logfiles were analyzed. According to the logfiles a calibration of the flow sensor on (B)(6) was not successful and consequently alarmed as specified with a low priority alarm in standby-mode, as also described by the user. A low priority alarm message is displayed on a turquoise background at the right upper side of the cockpit. Shortly after this the device was put into operation and alarmed amongst others for vt high, disconnection, rr high, mv high and flow measurement inaccurate. The device was switched into standby again eleven minutes after it was put into operation. There are two root causes for this deviation possible. As seen in the logfile a deviation within the flow sensor calibration was logged. However a deviation within the flow sensor cable harness could cause the issue as well. The logfile and as well the tests performed on the flowsensor cable harness do confirm both possibilities. However it was not possible to clearly identify the root cause. The device permanently monitors the device's functions. In case a deviation is detected, an visual and acoustical alarm is generated in order to inform the user about the given situation. The device reacted to a deviation in the flow measurement according to its specification by posting the corresponding visual and audible alarms.

Event description:
Please refer to the initial report.